Event description:
As reported by our edwards affiliate in taiwan, during a transfemoral tavr procedure, a 26mm sapien 3 valve landed too aortic. A second 26mm sapien 3 valve was implanted in the correct position. At the time of the report the patient was in stable condition and was recovering without postoperative complications. The valves remain implanted in the patient.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for review. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), valve malposition is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. The complaint for 'malpositioned thv' was unable to be confirmed due to unavailability of relevant imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'the position of the first thv valve was too high, therefore, operators decided to implant another new one to solve this problem.' Per provided medical opinion, the root cause of high thv placement was potentially ascribed to 'poor coaxiality of the s3 valve' and/or position correction by the doctor. With respect to coaxial thv position, the training manual provides the following instructions: 'slowly rotate the flex wheel away from you to help adjust the thv coaxial within the native valve' and 'using multiple angiographic views may help in coaxial positioning.' With respect to final thv position, the training manual provides the following instructions: 'position the bottom of the center marker at the base of the cusps using fine positioning', which will target the final position of 70/30 to 80/20 (aortic/ventricular). In this case, if any procedural deviations were introduced in association with this position and deployment technique, they could have caused the thv to land more aortic. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (poor coaxiality of the valve, deployment technique) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.